Event description:
It was reported that during the implant procedure, this lead exhibited fluctuating pacing impedance measurements, from 200 ohms to 2,500 ohms with no sign of stabilization. The lead was repositioned four times but the issue could not be resolved. A new lead was implanted to complete the procedure. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Patient code 3191 captures the event of prolonged procedure. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported high pacing impedance.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that during the implant procedure, this lead exhibited fluctuating pacing impedance measurements, from 200 ohms to 2,500 ohms with no sign of stabilization. The lead was repositioned four times but the issue could not be resolved. A new lead was implanted to complete the procedure. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.